Event description:
It was reported via repair work order that the power cord and auxiliary cord were missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.